Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with the device return. The ins was returned due to normal battery depletion (eri).

Manufacturer narrative:
Continuation of d10: product ID 64001 lot# unknown serial# implanted: explanted: product type adapter product ID 64001 lot# unknown serial# implanted: explanted: product type adapter product ID 64001 lot# n237218 serial# implanted: (B)(6) 2012 explanted: (B)(6) 2021 product type adapter product ID 3389s-40 lot# v045012 serial# implanted: (B)(6) 2007 explanted: product type lead product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type extension product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type extension h3: analysis of the implantable neurostimulator (ins) (serial #: (B)(6) ) revealed that the battery was functionally okay with in significant anomalies. Analysis of the adaptor (lot #: n237218) revealed the outer insulation of the device's body was cut with insignificant anomalies. Analysis of the extension kit (serial #: (B)(6)) revealed the device's body was segmented/cut with insignif icant anomalies. Analysis of the extension kit (serial #: (B)(6)) revealed the device's body was segmented/cut with insignificant anomalies. Analysis of the adaptor (serial #: unknown) revealed the outer insulation of the device's body was cut with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 64001, lot#: n237218 , implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: adapter. Product ID: 3389s-40 ,lot# v045012, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 64001, serial/lot #: (B)(4), ubd: 11-dec-2013, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-jan-2010, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 10-aug-2011, UDI#: (B)(4) . Product ID: 7482a40, serial/lot #: (B)(4), ubd: 10-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported both extensions and implantable neurostimulators (ins) were explanted in june secondary to an infection with brain leads left intact. On (B)(6) the patient underwent a revision of bilateral extensions and ins¿, but once in the operating room while prepping for the phase 2 procedure, the surgeon found an erosion to the left scamp where they saw the white boot on the lead that eroded through the skin; there was no infection noted. After consulting with the patient¿s family the decision was made to abort the phase 2 procedure and the 2 brain leads were left implanted and a consult with wound care was going to take place. Following this the issue was noted as resolved.